Event description:
It was reported that the customer's batteries were last less than one day in the insulin pump. The customer's blood glucose was 9.2 mmol/l. The customer stated that they did not use the sensor feature of the insulin pump. The customer stated that they had received a weak battery alarm or a failed battery test alarm. Troubleshooting was done. The customer further mentioned that they had received two motor error alarms during normal insulin delivery. The customer did not recall any significant events leading to the alarm. The customer stated that part of the battery compartment had broken off. Advised customer to disconnect from the insulin pump and that the insulin pump needed to be replaced. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The motor was tested outside of the device and passed. The insulin pump had normal operating currents and no battery alarms were noted. The insulin pump was received with minor scratches on the display window, a scratched reservoir tube window, cracked belt clip slot, broken battery tube threads, a missing end cap sticker and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.